Event description:
It was reported the customer was experiencing low blood glucose. Customer's blood glucose was 43 mg/dl. The customer stated they were able to raise their blood glucose to 200 mg/dl by eating a banana. The customer's blood glucose was 123 mg/dl at the time of the call. It was found the customer had a bad taste in their mouth due to their blood glucose. Troubleshooting found the customer's insulin pump was functioning as designed. Customer also stated they did not have a bent cannula. Advised the customer to change out their infusion set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).